Event description:
It was reported that a patient with an implantable neurostimulator experienced multiple issues, including the implant not working, inability to charge, and receiving "try again" and "reposition" messages during charging attempts. The implant would stop charging, and the controller displayed a passive recharge screen with all numbers at 100. The patient was admitted to the hospital after experiencing numbness in the leg and foot, with a suspected stroke that was later ruled out following two computed tomography scans showing no unusual activity. The patient had not received stimulation from the device for almost a month. The numbness in the foot and leg resolved, although the implant remained uncharged. Troubleshooting steps included resetting the controller, which did not resolve the issue, and a repair request was initiated to replace the recharger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.